Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced an overdose with drowsiness and hallucinations. The event occurred following a new pump and catheter implant on (B) (6) 2010. The pt was admitted to the hospital. The reporter was considering programming options. The pump contained morphine (pf morphine sulfate). Programming was verified to be correct. Additional info has been requested, a follow-up report will be sent if additional info becomes available.